Manufacturer narrative:
(B)(4). Concomitant medical products: 184768 - patella - 266560, 183012 - femoral component - j3811647, 141205 - tibial locking bar - 244200, 141235 - tibial tray - j6428643, 110034355 - refobacin bc r 1x40 us - 745eah2108, 110034355 - refobacin bc r 1x40 us - 731bae2909. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00667.

Event description:
It was reported that the patient underwent manipulation under anesthesia approximately three months post implantation to help with range of motion. The patient also noted that he felt knee popping which was accompanied by pain and swelling. Subsequently, the patient underwent revision approximately six months after the manipulation under anesthesia due to continued pain, recurrent range of motion issues, and patellar subluxation.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Patient presented patellar pain, patella subluxes and poor rom. Patient was revised due to dislodging of the patella. During the revision procedure, tibial and femoral components were well-fixed and were not revised. Patella was loose and the bearing was removed only due to exposure. No abnormalities noted on the bearing surface. Rom was restored. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.